Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. It appeared that the capsule did not attach to the pt's esophagus.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.